Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was noisy. However, it was confirmed that the programmer's stylus was unable to be calibrated, therefore the overlay and bezel assembly were replaced and calibrated. It was also indicated that a printed circuit board had a cracked solder joint and therefore was replaced. It was also indicated that the paper guide was broken off of the printer drawer and the left antenna failed incoming tests. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer was noisy and that the screen and stylus needed calibration. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.